Event description:
The customer reported that on 12/8/1997 vasoseal was used following a diagnostic catheterization procedure. The physician felt the dilator pop through the artery and continued to deploy the collagen. The pt immediately complained of numbness. An arteriogram showed complete occlusion at arteriotomy. The pt was taken to surgery for an embolectomy.